Event description:
It was reported by the clinician that while the IV tubing was connected to a patient, the slide clamp did not stop the flow of fluid and the fluid "ran out of the set." As a result, the tubing set was exchanged. There were no pt complications reported.

Manufacturer narrative:
Follow-up report will be filed if additional info becomes available.